Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has a leak in the iabp circuit. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use cs100 intra aortic balloon pump (iabp) had alarm "leak in iabp circuit". There was patient involvement and no patient harm reported. A getinge field service engineer evaluated and found that safety disk needed to be replaced. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.